Event description:
This is a spontaneous report by a nurse from (B)(6) regarding a homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, a baxter clinical educator contacted baxter's corporate product surveillance (cps) to advise that a nurse reported a patient experiencing peritonitis after using homechoice peritoneal dialysis therapy. The patient complained of abdominal pain preceding the peritonitis. In (B)(6) 2010, the patient developed cloudy effluent. On (B)(6) 2010, the patient was hospitalized for peritonitis. On this same date, prior to initiating antibiotic therapy, a sample of peritoneal effluent was cultured. The result of the culture was "no growth". The patient was started on antibiotic (unspecified) therapy. On (B)(6) 2010, the patient was discharged from the hospital, and the event of peritonitis resolved. Pd therapy continued without any difficulties. The nurse reported that the patient had excellent technique so contamination wasn't considered to have been a cause of the peritonitis. The patient was retrained on technique due to the facility's protocol. No additional information is available. This complaint is related to (B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. (B)(4) 2010 represents the date that baxter became aware that this is a reportable event.